Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a hospitalization due to low blood glucose readings. The customer's blood glucose level was 20 mg/dl. Customer stated that his friend found him passed out at his home and his friend called emergency medical services. Customer declined to be admitted to the hospital. Customer was treated by ambulance personnel with IV fluids. The customer's symptoms were unknown . The customer was wearing the insulin pump at the time of admission. The cause per the healthcare provider was hypoglycemia. The customer stated that the reason for the low was due to wrong sensor glucose readings. The product was not returned for analysis.